Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-nov-2020, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling, and burnt l3 on board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, fentanyl, and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator stopped taking a charge. The patient stated that yesterday, the communicator ran out of battery and would not send a bolus. The agent had the patient attempt to deliver a bolus, and the patient was seeing ¿not found communicator¿. The agent had the patient attempt to charge the communicator, and the patient confirmed that there was no orange light illuminated on the battery indicator. The agent then had the patient plug the communicator into a different outlet, but the orange light still did not appear. The patient also mentioned switching adapters and confirmed that other devices worked with the wall outlets. The patient confirmed no visible damage to the communicator or charging cord. The agent also had the patient attempt to reset the communicator twice, but the communicator was unresponsive. The issue was not resolved with troubleshooting, so a replacement communicator was requested from the repair department.